Event description:
It was reported that the ventilator generated an alarm 'blocked air inlet' during start of the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received service report, the device was disassembled and some components (responsible for cooling air flow for the motor) of the turbine module were found missing. The issue was resolved by replacement of the turbine module. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. Alarm 'blocked air inlet' is being generated, when device detects issue with air inlet filter (dust filter), which is directly connected with the turbine. Unfortunately, the device's logs have not been available for the further analyze of the issue. The circumstances of the turbine module parts being dismembered are unknown. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed/was dismembered has not been established.